Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after the dental implant was placed in ada site #10 of the patient's mouth non-osseointegration was observed. The patient presented with bone type ii. The dentist reported implant was too buccal. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the clinician reported that after the dental implant was placed in ada site #10 of the patient's mouth non-osseointegration was observed. The patient presented with bone type ii. The dentist reported implant was too buccal. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after the dental implant was placed in ada site #10 of the patient's mouth non-osseointegration was observed. The patient presented with bone type ii. The dentist reported implant was too buccal. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.